Event description:
It was reported that the patient has had several pumps over the years and they worked well for about 5 to 6 years but "has had "nothing but problems" with physicians and "the equipment" ever since." The patient was considering health care professional options. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).